Event description:
It was reported that the patient presented to the emergency room due to shortness of breath and chest pain. It was also reported that there was an atrial lead warning and low impedance on the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.